Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9208150. Model: sc-9208-15. Serial: (B)(6). Batch: 7073078/7073102.

Event description:
It was reported that the patient felt discomfort at the implantable pulse generator (ipg) pocket site. The patient underwent a procedure wherein the ipg and adapters were explanted. The patient was doing well postoperatively and the explanted devices were not returned. No device malfunction was suspected.